Event description:
It was reported that during an open sigmoid colectomy procedure, the tissue pad fell off the device. The pad was found on the floor. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 08/14/2008. Info anticipated, but unavailable at this time.